Event description:
Patient's most recent order of insulin syringes needles seem dull. The needle when entering vial bends and upon injection to skin bends and causes more painful injection. Patient states this is the same gauge and length needle that he has been using without these problems.